Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: "low blood glucose (bg) was not entered into the pump by the user or recorded by continuous glucose monitor on (B)(6)2019. User made bolus requests while still having insulin on board (iob). At (B)(6)pm, user requested a 1.33 unit bolus for 20 grams of carbohydrates without entering current bg and while still having insulin on board (iob). Basal insulin setting was set to 0 units per day. Cartridge change sequence was completed at (B)(6)pm with 14.55 units being primed through the infusion set tubing. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. The customer declined to provide additional information regarding the issue.